Manufacturer narrative:
.

Event description:
It was reported that the pt had acute pain in the area of the spinal neurostimulation leads when the device is turned on. The pt also had difficulty walking and fell and hit her head when she turned the stimulator on. The pt is at home. Add'l information has been requested, a follow-up report will be submitted if add'l information becomes available.